Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was unable to be interrogated and the pacing was intermittent. The device was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: d10, h3, h6. As received, the device was interrogated, and the battery voltage was noted to be at end of service (eos) level. A visual inspection was performed, which revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing performed revealed low impedance paths within the header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported events. The reported events of a failure to interrogate and intermittent pacing were confirmed. As a result of this finding, actions to prevent reoccurrence have been implemented.

Manufacturer narrative:
The reported events of failure to interrogate and intermittent pacing were confirmed. As received, the device had no communication and no output. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.